Event description:
The complainant reported that an event occurred during the therapeutic implant of a pasv PICC in a female patient. During the procedure, a pin hole located 2cm distal to the suture wing was found on the catheter when the device was flushed with saline. The physician reported that another pasv PICC was obtained and successfully implanted and there was no adverse effects to the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.